Event description:
It was reported that the patient experienced telemetry issues. An ins overdischarge was suspected. Three antenna locates were attempted, but they did not resolve the telemetry issue. The patient hadn't been using stimulation because she didn't need to. It had been 3-4 months since stimulation was last felt. It was later reported that the over discharge was confirmed and a physician recharge was completed. The power-on-reset was cleared. The patient went home and charged the battery completely and had since not been able to keep the battery charged for longer than 30 minutes when the therapy was being used. The patient planned to charge the battery completely 4-5 times and determine if it will hold a charge. It was later reported that the patient was to be scheduled for an ins replacement in may.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported confirmed that the patient's implantable neurostimulator (ins) was in an overdischarge condition for the past 3 to 4 months. It was noted that the patient "exercised" the ins but continued to deplete the battery event though they have done more than 3 to 6 normal charging sessions. When the manufacturer's representative interrogated the ins, it was observed that the patient's average recharge coupling was 8 bars. Impedance measurements taken showed low values (<(><<)>70 ohms) on electrodes #9 and 0. The patient was scheduled to have the ins replaced today. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37711 serial # (B)(4) showed no significant anomalies.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had the device replaced and there were no abnormal impedances. It was reported that the patient had been doing great since the replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was noted the ins was not connecting. It was noted the battery was depleting quickly, and the patient had pain during the period of not charging.